Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2011 and was not subject to UDI requirements. H3: 81 other - at this time, the suspect device has not been returned for evaluation. It is unknown if there was patient involvement or patient harm. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device exhibited a low peep and low ppeak alarm. There was no reported patient involvement.